Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult leaflet grasping, difficult leaflet capturing, partial clip movement, and tissue injury were unable to be determined. The reported recurrent mr was a cascading event of the reported partial clip movement. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, prolapsed posterior leaflet, dilated anulus, and high transseptal puncture (tsp). A mitraclip xtw (40423r1002) was inserted, and grasping was performed. However, difficulties grasping the leaflets occurred. The clip was ultimately deployed on the mitral valve. However, after deployment, it was observed that the clip had tilted, and a posterior mitral leaflet (pml) perforation occurred, causing mr to increase. To stabilize the tilted clip and to further reduce mr, two mitraclips were then inserted and deployed lateral to the first clip. A fourth mitraclip ntw (40212r2065) was inserted, and grasping was performed. However, after the first grasping attempt, a perforation of the anterior mitral leaflet (aml) near the clip arm was observed. Therefore, the fourth clip was removed from the patient. The procedure was completed with three clips implanted, reducing the mr to a grade of 2. There was no clinically significant delay in the procedure.